Event description:
I'd like to report the ineffectiveness of zeltique's coolsculpting. I'm contemplating a lawsuit for my money back since they advertise results and scientific studies, however, the results do not exist. I'm a lean 10 percent body fat and felt certainly I'd be able to tell a difference since I exercise and eat healthy. After 6 months, there is no result whatsoever.